Event description:
A 16 mm diameter x 8.5 cm length aneurx iliac stent graft delivery system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in august 2003. Aneurysm morphology is unknown. It was reported that the patient's vessel morphology was non-tortuous with little calcification. The delivery system was advanced through the tight iliac artery. When deployment was attempted the graft cover failed to retract. The device was removed from the patient. Another aneurx stent graft of the dimensions 16 mm x 8.5 was placed without incident. The case was successfully completed and the patient is reported to be fine. No additional clinical sequelae were reported.